Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: product code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 3121995, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Investigation results; device not returned; no analysis performed. Complaint not confirmed through physical evaluation. Device history record (DHR): a review of the device history record confirmed that the device met all required specifications prior to shipment. No manufacturing deviations, nonconformances, or process anomalies were identified that could have contributed to the reported issue. Labeling review: a review of the device labeling was performed and found to be adequate. The labeling contains appropriate instructions for use and does not indicate any deficiencies that could have contributed to the reported event. Investigation conclusion: due to the unavailability of the device for analysis and the inability to confirm the reported issue through record review, a definitive root cause could not be established. There was no evidence identified from manufacturing or labeling reviews that would suggest a contributing factor.

Event description:
It was reported that the patient spinal cord stimulation (scs) lead has high impedances. Lead fractured was noted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d2b: product code: qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 3121995 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Investigation results; device not returned; no analysis performed. Complaint not confirmed through physical evaluation. Device history record (DHR): a review of the device history record confirmed that the device met all required specifications prior to shipment. No manufacturing deviations, nonconformances, or process anomalies were identified that could have contributed to the reported issue. Labeling review: a review of the device labeling was performed and found to be adequate. The labeling contains appropriate instructions for use and does not indicate any deficiencies that could have contributed to the reported event. Investigation conclusion: due to the unavailability of the device for analysis and the inability to confirm the reported issue through record review, a definitive root cause could not be established. There was no evidence identified from manufacturing or labeling reviews that would suggest a contributing factor.

Event description:
It was reported that the patient spinal cord stimulation (scs) lead has high impedances. Lead fractured was noted. Additional information received that the patient had all components explanted and was doing well postoperatively.

Event description:
It was reported that the patient spinal cord stimulation (scs) lead has high impedances. Lead fractured was noted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: product code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 3121995. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).